Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pulse rate value suddenly became 0. Even though the pulse can be detected, there were times when only the pulse rate could not be measured. It was unknown if there was any patient involvement or complications as a result of the event.

Event description:
It was reported that during use, the pulse rate value suddenly became 0. Even though the pulse could be detected, there were times when only the pulse rate could not be measured. After replacing the monitor, the numerical value similarly did not display. The patient was bedridden and was monitored for almost 24 hours. It was reported that the patient had arrythmia.

Manufacturer narrative:
Additional information: b3, b5, b7, g3, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: b5. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the mainboard was defective. The issue was resolved by replacing the mainboard. It was reported that the pulse rate value suddenly became zero (0). The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: battery deterioration and the ac inlet breakage. The issues were resolved by replacing the battery and the ac inlet. The most likely cause for these additional conditions is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the pulse rate value suddenly became 0. Even though the pulse could be detected, there were times when only the pulse rate could not be measured. After replacing the monitor, the numerical value similarly did not display. The patient was bedridden and was monitored for almost 24 hours.